Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by an imaging component failure. In addition, service found there was a leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Information added to b3 and b5.

Event description:
Additional information was received regarding the customer's reported issue (subject device was not displaying an image): a pre-use inspection of the device was performed. The reported issue occurred pre-procedure. The intended procedure was completed using another device. There were no procedural delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty imaging component/charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.